Event description:
New information notes pocket erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient developed an infection. The device was explanted.